Event description:
Information received with return of the device does not address the patient's clinical status but notes that the device would not pace when connected to the leads until magnet was applied.